Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) female patient underwent right lower extremity revascularization percutaneously by the cardiologist. When the catheter was removed, it got stuck in the femoral artery. A portion of the catheter was sheared off and the rest of the catheter was removed. Patient had scar tissue from previous procedures and doctor said sheath felt tight as he was removing it. Doctor found tip missing when sheath was removed. Doctor tried to snare out piece that remained in artery but were unable to do so. Patient was taken to operating room to have foreign body removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.